Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the emergency room after receiving several shocks. A review of the stored electrograms revealed right ventricular noise. In addition, device memory revealed twenty-one inappropriate episodes for which anti-tachycardia pacing (atp) was delivered and two episodes with multiple shocks. The impedance measurements were low out of range for the past two weeks. Manipulation of the pocket and valsalva maneuvers did not reproduce the noise; the morphology appeared compatible with myopotential signals. Follow up revealed a normal impedance measurement. A decision was made to replace this lead; the lead was surgically abandoned and replaced. Post procedure, normal measurements were obtained. A decision was also made to replace the device (incepta model p162 sn (B)(4)). There was no allegation against the device. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned. Without a return of product, analysis cannot be performed to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.